Event description:
A customer reported experiencing a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support (cts) confirmed the alarm and decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and will receive a replacement pump with updated software. The customer is to return the problematic pump using a provided return box and pre-paid label within 10 days, following instructions to avoid additional charges. The customer is also responsible for programming the settings and connecting their continuous glucose monitor (cgm) to the new pump.